Event description:
Healthcare professional reported "rupture". Later healthcare professional reported "grade iii capsular contracture and breast mass 6x7cm indiscrete and irregular". This record is for the left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of granuloma and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma and capsular contracture baker grade iii.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Granuloma: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: b3, b5, b6, d1, d3, d4, d6a, g1, h6.

Event description:
Healthcare professional reported left side rupture, "[baker] grade iii capsular contracture", "breast mass 6x7cm indiscrete and irregular", and "mass that was not connected to the capsule and although could potentially represent an associated granuloma it as critical to have imaging on the mass". The device has been explanted and replaced. Device has been discarded.